Event description:
On (B)(6) 2012, the patient contacted animas to discuss a possible replacement option for the subject insulin pump. Animas made several attempts to contact the patient to obtain more information but could not reach the patient. A letter was sent to the patient requesting a call back. This complaint is being reported due to a possible product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.